Event description:
Physician was using the device. The balloon made a popping sound causing the physician to believe the balloon burst. The device is rated burst at 20o atm. The physician stated it was at 14 atm.